Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurately low control solution results. The reporter obtained control solution reading of "6.0mmol/l" on the subject meter (onetouch ping enhanced). It is not known if this falls out with the control solution range because the test strip lot number was not provided. However, the patient stated that the range was "6.1-8.2mmol/l" for this strip lot. This complaint is being reported because the reported results allegedly did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.